Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Event description:
It was reported that while using a biosure screw at the insertion time, the screw's tip broke and the fragment was unable to be removed.

Manufacturer narrative:
One 9mmx30mm biorci ha screw was returned for evaluation. Visual assessment of the screw confirmed the reported breakage. The screw is missing approximately 2mm of its distal threads. The broken portion was not returned for examination.the screws major diameter and wall thickness was measured and found to meet print specifications. This investigation could not identify any evidence of product contribution to the reported complaint. Further investigation is not warranted at this time.